Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 190 units. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 175 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.